Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02758 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 4 single use biopsy forceps standard capacity were used during a procedure performed on (B)(6), 2010. According to the complainant, after a few biopsies ere collected during the procedure, the jaws would not close completely and remained slightly open. As a result there was some resistance removing the device from the scope. Reportedly, there was no device damage noted. A second radial jaw 4 single use biopsy forceps standard capacity was used and the same thing occurred. The procedure was completed with that radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - (won't close). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).